Event description:
It was reported that the balloon ruptured. The target lesion was located in a severely calcified lesion. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 10atm when inflated for 20 seconds. The device was removed from the patient's body without any problem using the normal method. The procedure was completed with another of the same device. No complications reported and there was no patient injury.

Manufacturer narrative:
Initial reporter address 1: (B)(6).